Manufacturer narrative:
The device was not returned as the clip remains in the patient. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated. A definitive cause for the reported unintended movement (clip opening) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device was not returned as the clip remains in the patient.

Event description:
This is filed to report the clip opening slightly after deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Prior to clip deployment, the clip angle was closed to around 20 degrees. After the first mitraclip xtr was implanted, the clip opened to an angle between 45 and 60 degrees, but the clip remained secure and attached to both mitral valve leaflets. The clip opening slightly did not impact the mr reduction. Another mitraclip xtr was implanted with the purpose of further reducing the mr. The procedure was completed with mr grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.